Event description:
It was reported that the pocket became infected and the device nearly eroded through the skin. It was noted that the health care professional (hcp) felt this was due to the size and shape of the device with the pocket adaptor that was required. It was noted that moving forward the hcp planned to replace the extensions when they replaced older model inss with newer model inss to avoid using the pocket adaptor. It was noted that an explant was required. It was noted that a culture was taken at the device pocket and the organism was unknown. It was noted that antibiotic treatment was necessary. It was noted that there was pain at the device pocket and left side implant. It was noted that the patient was alive with no injury at the time of the report. Additional information received reported that the patient did not receive any dbs therapy as the ins and extensions were explanted. It was noted that they would be replaced in about 6 to 8 weeks after the infection cleared. It was noted that the devices were disposed of by the hospital.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3389s-40, lot# v011687, implanted: 2006 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3389s-40, lot# v013037, implanted: 2006 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).